Event description:
Facility reported to a baxter sales rep during the set up, the "spike separated from tubing, and lost a unit of blood.? No pt involvement. No add'l info available at this time.

Manufacturer narrative:
A request for a companion sample has been made. This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product lot number, ur265215 for the reported issue.